Manufacturer narrative:
Product event summary: based on the destructive analysis results, no internal short occurred in the battery and no evidence was found of an internal condition that would cause a high internal current drain. The condition of the anode suggests the battery was discharged under a high current drain during device hook-up which would increase the discharge of the lithium along the edges.

Event description:
It was reported that during preprogramming and prior to use it was noted that the device was at the battery voltage for elective replacement indicator (eri). It was noted that eri had not yet triggered. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.